Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used easypump ii lt 100-50-s without packaging. The received sample was checked visually. At the sample the inner tray is burst. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at the pump. The whole pump is covered with crystallized solution. Blow mold sleeve is removed. Observed crack line at the silicone sleeve. Additionally, observed pin hole mark at the crack line. Corrective measures have been initiated and are documented under CAPA 001384. Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): there was rapid leakage.